Event description:
Adverse event: inflammation (postoperatively), corneal edema, tass. The surgeon reported he observed several cases of tass with some corneal edema 4-5 days postoperatively. According to the surgeon he suspects the drapes, tegaderm or vancomycin could be the cause. The surgeon also stated the cleaning and sterilization process have not been evaluated. The surgeon state that no additional follow-up information would be provided.

Manufacturer narrative:
Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when additional reportable information becomes available. (B) (4)